Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: patient went swimming with insulin pump in place and now getting unresponsive buttons. P-cap locked in place properly during testing. Device passed displacement test and self test. Device received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no stuck key alarms were found. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Insulin pump received with normal operating currents. However, the unloaded vaa voltage graph showed abnormal behavior. Proceed it by cutting device open and perform a visual inspections of connectors and electronic stack. The device also passed the keypad voltage test (3.2v). Per visual inspection it was determine that the ingress of water corroding keypad flex connector and electronic assemblies causing electrical short and possible intermittent buttons during testing. Device also received with cracked case(battery tube) and cracked battery tube threads. In conclusion customer concerns were not confirm during testing. However, after cutting device open corroded keypad connector and electronic assemblies were noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were not working. Customer stated they were swimming and insulin pump stopped working. Customer changed the battery but issue was not resolved. Customer did not receive stuck button alarm. Customer stated that time clock was not advancing. Insulin pump did not pass the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.